Event description:
It was reported that the insulin pump alarmed no delivery, followed by a motor error after an infusion set change. The blood glucose reading was 149 mg/dl. No significant events leading to the alarms were observed. The customer also reported that a piece of the reservoir compartment had also broken off. He stated that he was unable to glue the piece back on. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.